Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., h.6.

Event description:
Patient reported "swelling, pain, encapsulation and seroma" on left side. Healthcare professional reported capsular contracture baker grade iii, "lobulated contours," folds, dissatisfaction due to recall, inflammatory process, and "increased prolactin." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Patient reported "swelling, pain, encapsulation and seroma" on left side. The device remains implanted. Healthcare professional reported capsular contracture baker grade iii.